Event description:
Follow up in formation identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy has resumed.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a rotator cuff surgical procedure on (B)(6) 2017 and turned off the ipg rather than placing the ipg into surgery mode. After the surgical procedure the ipg was unable to communicate with the external devices and the issue was confirmed by the abbott representative. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the ipg was unable to be recovered.